Event description:
It was reported that "continuous helium loss 2 alarms right after placement. Failed leak test". The iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.